Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. At this time is unknown if the sensor was recalibrated.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the information provided was performed, and the sensor was within the tolerance for cm mean. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.